Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va0lzzm, explanted: (B)(6) 2020, product type: lead.. Product ID: 3387s-40, lot# va0l4l4, explanted: (B)(6) 2020, product type: lead. Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 12-jun-2017, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 08-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had minimal therapeutic benefit. Multiple programming sessions were attempted to resolve the issue, but there was still therapy issues. It was stated that the original lead placement didn't provide minimal therapy benefit so the doctor thought a different lead placement might offer more benefit. Surgical intervention was performed to replaced the lead, but it wasn't known if the issue was resolved.